Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the lcd (liquid crystal display) is out of electrical specification. Analysis also found the battery contacts are compressed. Upper case, lower case, and side bail covers are broken. Battery release, ring cover and battery drawer are contaminated. (B)(4).

Event description:
It was reported the device was dropped and the menu screen has a dark section and a vertical line on the left part of the screen. The device was returned to the manufacturer for repair, analyzed, and tested out of specification. There was no patient involvement indicated.